Event description:
It was reported that the patient received a result of 377 mg/dl at about 9:00 am and was given 12 iu of novolog based on a sliding scale. About three hours later, the patient experienced low blood glucose symptoms like being agitated and delusional, slapping his own head, having trouble in describing what was happening and in responding verbally. The blood glucose was tested twice within 3 minutes with the patient´s meter resulting in 175 mg/dl and 135 mg/dl around 12:30 pm. Prior to experiencing symptoms, the patient took his normal diabetic medication. The patient's son called the emts who arrived at about 1:00 pm. They tested the patient´s blood glucose on their meter resulting in 50 mg/dl. The patient was given two glasses of orange juice and a part of a salami sandwich as treatment and felt fine several hours later. The customer was not admitted to hospital.

Manufacturer narrative:
H3 other text : product was discarded and is not expected to be returned for evaluation. The finalization of this case is in progress.